Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated lower abdomen with coolsculpting developed paradoxical hyperplasia (pah/ph).

Event description:
On (B)(6) 2022, an ultrasound confirmed a diagnosis of stenosis due to fat necrosis to the lower abdomen.